Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73h1900414 investigation did not show issues related to the complaint.

Event description:
It was reported that on (B)(6) 2020 in (B)(6) hospital the clip could not be closed properly.